Event description:
It was reported that when using the bd bactec¿ plus aerobic/f culture vials (plastic), there was one false negative patient blood culture. The erroneous result was reported to the clinician; however, no health impact or consequences were reported. Confirmatory testing performed included gram stain and culture.

Manufacturer narrative:
Investigation summary: customer reported a false negative result. Neither photos nor returned good samples were received. Bd was unable to reproduce customer¿s experience with bactec product. Satisfactory results were obtained from retention samples when tested for microbial instrument detection as per quality procedures. Batch history record review did not identify any evidence for which the customer submitted the complaint (i.e. False negative). Microbial instrument detection indicated that the product is performing as expected. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Plot and log file does not give any indication as to why this bottle recovered at >5 days. Complaint is unconfirmed based on retention samples and batch record review results. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.

Event description:
It was reported that when using the bd bactec¿ plus aerobic/f culture vials (plastic), there was one false negative patient blood culture. The erroneous result was reported to the clinician; however, no health impact or consequences were reported. Confirmatory testing performed included gram stain and culture.

Manufacturer narrative:
The information for the additional 510k is as follows: g4: PMA/510(k)#: k222591. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.